Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify critical pump error (open book image) alarm due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer's blood glucose level was 132 mg/dl at the time of the incident. The insulin pump had an open book image on the insulin pump screen and it was not turning on. The insulin pump was submerged in the pool for like 30 mins. The customer was just in shallow water though and thought it was waterproof. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.